Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow up report detailing the results of the eval.

Event description:
A report was received stating that 5 minutes after intubation, the ventilator alarmed. The clinician attempted to insert a bronchoscope; however, the bronchoscope encountered resistance and could not pass through the tube. An endotracheal tube replacement was required. The clinician reported that the removed endotracheal tube was observed kinked proximal to the cuff. No incident related medical sequela was reported.